Event description:
The patient reported that his blood glucose increased above 600 mg/dl after approximately 4-24 hours of pod wear on the arm, leading to hospitalization on (B)(6) 2026. He stated that his potassium and magnesium levels had dropped and that he experienced vomiting prior to seeking care. He was diagnosed with diabetic ketoacidosis. Treatment included a period of care in the intensive care unit, manual insulin administration, and intravenous magnesium and potassium supplementation. The patient remained hospitalized for almost two days and was discharged on (B)(6) 2026. The pod was discarded at the hospital and is unavailable for return.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp3a.251105.015 hardware: pixel 8 pro cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.